Event description:
A report was received that the pt underwent a pocket revision, as the pocket was in an uncomfortable location. Nothing was implanted or explanted, the pocket was relocated, and the pt was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.